Event description:
The pt called to request help in priming her infusion device. She stated that, she has not been using the infusion device for three days. The pt reported that her blood glucose values are 545 mg/dl. The pt reported that, her nurse told her that her blood glucose values were high as a result of bad insulin. The pt went to the hospital for assistance (type of treatment received was not provided). The patient was having difficulty priming the insulin infusion device due to dexterity problems. A nurse called and primed the infusion device for the pt. The pt did not provide any symptoms associated with her elevated blood glucose values. No product is being returned. Attempted to contact patient to determine current state of health, but unable to reach the patient.

Manufacturer narrative:
Product not returned for evaluation.